Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had a bike accident after his replacement on (B)(6) 2016. Device has been in overdischarge for the past 8-9 months. Patient stated he needed better coverage. Rep plans to meet with the patient to perform a prm and reprogram the device. It was reported the patient let their device completely overdischarge. No further complications were reported/anticipated. Additional information was received from the manufacturer's representative. It was reported that the manufacturer's representative ( rep) was not able to read the patient's battery at their appointment. It was reported that the patient flipped over their handlebars on their bike. Patient reported their device stopped working the day of the bike accident. Patient was sent for an x-ray and scheduled for surgery. It was reported the bike accident occurred a year and a half ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reportedthat surgery was scheduled for (B)(6). Rep was not sure if they would be able to send device back at this time however will know on day of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high/out of range impedances was not determined. The rep also said that the serial number of the lead with the high impendence intra-op was unknown as they were already implanted. No further complications were reported.

Manufacturer narrative:
Product ID# neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins was replaced on (B)(6) 2019. During intra-op lead impedances were potentially out of range for the 0-7 lead (minus contact 6, which was within range). All contacts within range were pretty high. The issue was resolved at the time of the report. No further information was reported.